Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under her left breast where the garment is reportedly cutting into her. The area was described as a cut where "you can see the meat" and the patient reported that a scar is starting to form. The patient reported using powder on the wound. The patient has talked to her doctor about the irritation, but there is no indication that he recommended anything to treat the irritation. During a follow-up, the patient indicated that the irritation had improved.